Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection called cellulitis and a abscess. For treatment, the patient was prescribed cephalexin 500 mg strength to take 1 capsule at 4 times a day. The site was also lanced and drained. The patient was discharged on the same day.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection called cellulitis and a abscess. For treatment, the patient was prescribed cephalexin 500 mg strength to take 1 capsule at 4 times a day. The site was also lanced and drained. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.